Event description:
It was reported that a vena cava a filter was found to be tilted with two limbs detached. The filter was implanted two months ago and correct placement was verified by a CT scan. The pt presented to the hospital ten days after it was implanted for an unrelated issue. It was at that time discovered that the filter had tilted 90 degrees. Six weeks later a follow up CT showed no change and two days later there was also no change. Three days after that, another CT scan showed that two components had detached and that one was posterior to the aorta and the other was in the duodenum. Removal of the filter and/or the components are not an option at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. No sample eval was performed as no sample was received. It is unknown if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.